Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient's blood pressure dropped, and they went into cardio-pulmonary arrest. The target nodule was in the left upper lobe, about 1.1 centimeters in size and attached to the pleura. The patient coded while the physician was navigating towards the nodule. The catheter was removed, and the procedure was aborted; no biopsies were taken. Advanced cardiopulmonary life support was performed, and the patient was revived. The patient was transferred to the intensive care unit for further management. The physician reported that the adverse event was related to the patient not tolerating anesthesia. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the intraprocedural cardio-pulmonary arrest cannot be determined. The physician reported that the adverse event was related to the patient not tolerating anesthesia. System logs were not available for review. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Another case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported event. Only partial navigation was performed without. No biopsies were obtained. The available data suggests that the ion system did not contribute to the adverse event and that the adverse event was procedure related to the procedure including the administration of general anesthesia. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.